Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in intensive care unit and went into ventricular fibrillation (vf). The implantable cardioverter defibrillator failed to deliver therapy for the vf. The device had treated the vf as oversensing episodes. Programming changes were made to resolve the issue. Vf was treated with medication. Patient was stable after resolution.